Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced chest pain and tachycardia due to the device tracking atrial flutter. The patient's troponin level was raised due to the tachycardia. The device was reprogrammed and remains in use. The patient was a participant in the protect-pace study. No further patient complications have been reported as a result of this event.